Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed I/o card. The device underwent functional evaluation upon receipt. A test I/o card was installed to fill the device. The I/o card was replaced. On isolation card, the lemo connector leads to circuit card solder are cracked, and the lemo connector was missing plastic nuts. Circulation pump shows signs of motor bearing seizing when motor shaft is spun by hand. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively as part of the pm. The device underwent pm servicing. The circulation pump motor and isolation card were replaced during the pm, the circulation and mixing pump were serviced, and the heater and drain valves were replaced. After repair, the device underwent functional evaluation and passed applicable testing. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device would not fill, and they wanted to send it in for the 2000-hour service. Per sample evaluation results on (B)(6) 2023, it was reported that on the isolation card, the lemo connector leads to the circuit card solder was cracked. The lemo connector was missing plastic nuts and the circulation pump shows signs of the motor bearing seizing when the motor shaft was spun by hand.